Event description:
It was reported the patient¿s device was explanted on (B)(6) 2014. It was noted the implant date was unknown. The implantable neurostimulator (ins) was removed as a result of normal battery depletion and ¿end of life.¿ it was noted where the device was implanted was unknown. No patient injury or death was reported. Additional information received reported the entire system was explanted (ins, lead, extension).

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014; product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID neu_siliconeanchor, explanted: (B)(6) 2014, product type accessory; product ID neu_siliconeanchor, explanted: (B)(6) 2014, product type accessory; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4). Product analysis summary: the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 19. The last recorded recharge session done while the device was implanted on (B)(6) 2010. The device was recharged for 2 hours and 27 minutes. The battery charged from 3.820v to 4.045v. Analysis of the implantable neurostimulator (serial no. (B)(4)) found the battery had reduced capacity due to overdischarge. Analysis of the extension (serial no. (B)(4)) found no significant anomaly. The extension body was cut through and the product was segmented. Analysis of the extension (serial no. (B)(4)) found no significant anomaly. The extension body was cut through and the product was segmented. Analysis of the lead (lot no. V072752008) found no significant anomaly. The lead body was cut through and the product was segmented. Analysis of the lead (lot no. V072752007) found no significant anomaly. The lead body was cut through and the product was segmented. Analysis of the two anchors (serial no. Unknown) found no anomaly.